Manufacturer narrative:
A review of pre-delivery inspection records found the device was in good working condition prior to delivery to the customer. Post-placement inspection found that the expandable deck and power drive components required replacement due to the damaged condition it was returned in. Upon receipt of repair components, the device was repaired, passed inspection, and returned to patient-ready stock. Inspection was unable to determine the circumstances surrounding the damage to the device as device passed inspection prior to delivery to the customer and was returned in a damaged state from the customer. This follow-up was initially submitted with the incorrect MFR report number 1931307-2017-00019.

Event description:
When patient coded, staff had trouble moving the bed from to the post-anesthesia care unit (pacu). They had difficulty removing the headboard to provide care, and difficulty collapsing sections of the bed to get the bed into the smaller doors at the pacu. Patient died after transfer.

Manufacturer narrative:
Per interview with customer, patient coded and staff were attempting to transfer patient to the post-anesthesia care unit (pacu) to provide therapy. Staff complained of trouble with getting the head board off to code the patient, and difficulty in getting the bed in its expanded state to fit through the door. The patient expired after being transferred. Customer did not explicitly state that device was a contributing factor to the patient outcome; but as therapy to the patient was delayed as a result of an alleged malfunction, and patient subsequently expired after transfer, this incident is considered reportable as device may have contributed to the outcome. Inspection of device is currently ongoing. Additional information will be submitted upon its completion.

Event description:
When patient coded, staff had trouble moving the bed from to the post-anesthesia care unit (pacu). They had difficulty removing the headboard to provide care, and difficulty collapsing sections of the bed to get the bed into the smaller doors at the pacu. Patient died after transfer.